Event description:
Per the clinic, the electrode array was determined not in the cochlea. Subsequently, the patient was placed under general anesthesia and underwent revision surgery (specific date not reported) to reposition the electrode array into the cochlea. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.